Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, several episodes of mode switch were noted due to noise on the right atrial (ra) lead. The lead was capped and replaced during a device replacement procedure which was due to normal eri. The patient was stable with no consequences.